Event description:
It was reported that pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. Customer confirmed there was no power source alert and that pump had not shut down, tried leaving wall adapter plugged into a working outlet for at least 30 minutes, and pump then began charging when original charging supplies were used. Technical support confirmed no further assistance was required, advised customer to use tandem charging equipment more frequently, and arranged shipment of tandem charging cable and adapter while battery was charging with third-party accessories.